Manufacturer narrative:
The information provided was incorrect in the initial report. The correct information has been provided with this report.

Event description:
It was reported via phone call that the customer had low blood glucose and paramedics were contacted. The customer stated the insulin might not be getting in properly. One of the previous events the customer's husband treated her with glucose tabs and glucagon shot. The customer has been experiencing low blood glucose, has lows at night but more recently the severe lows have been happening. The paramedics were contacted; customer refused to go to emergency room and was treated in her location. The customer's blood glucose was 43mg/dl, it could have been lower. The customer's blood glucose ranged between 43mg/dl-over 300mg/dl. Customer stated the reservoir is showing more insulin than what is shown on the status screen. Customer does not think the pump is over delivering. Customer later went to the emergency room in relation to her swollen arm after the IV was inserted. The customer was wearing the insulin pump at the time of emergency room visit.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 43mg/dl and emergency services were called to treat with an IV injection. Customer thought that the pump may have over delivered and this led to low blood glucose. Customer indicated that their doctor lowered their basal rates 3 days prior to the incident. The customer was advised to follow up with their doctor regarding the low blood glucose. Customer declined troubleshooting.